Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the framing coil failed to detach but detached during retrieval. The patient was undergoing surgery for treatment of a ruptured anterior communicating (acom) aneurysm with a max diameter of 6mm and a 5mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. It was reported that the framing coil would not detach by using the instant detacher up to four or five times. The physician tried to manually detach the coil using the manual detach method twice, but the coil still failed to detach. Upon attempting to remove the coil, it detached inside the catheter instead of inside the patient. The faulty coil was removed via the catheter and no further coils were placed inside as the physician felt that it was sufficiently coiled after reviewing the images. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Ancillary devices include a 6f benchmark 071 mp, synchro 0.014in x 200cm.

Manufacturer narrative:
The axium framing coil was returned without the instant detacher. The implant coil appeared to be detached from the pushwire. The proximal portion appeared to be separated from the pushwire along the ai, coupler tubing, load indicator and break indicator were found to be missing. Bends were found along the length of the pusher. In addition, the distal portion of the pushwire along with the coin, release wire, lumen stop, retainer ring and shield coil were missing and not returned. Furthermore, the implant coil was found to be detached from the pushwire. The detached element and the detachment ball were also found to be missing from the implant coil and not returned for evaluation. No other anomalies were observed. Based on the analysis performed, the report of premature detachment from the non-detachment was confirmed as the returned coil appeared to be detached from the pusher. However, the root cause could not be determined. The returned implant coil and pushwire were found to be damaged. However, the cause for damages could not be determined. Since the ai, coupler tubing, load indicator and break indicator, coin, release wire, lumen stop, retainer ring, shield coil, detached element and the detachment ball were not returned; any contribution of the ai, coupler tubing, load indicator and break indicator, coin, release wire, lumen stop, retainer ring, shield coil, detached element and the detachment ball to the premature detachment from the non-detachment issue could not be assessed. Bends were also found on the returned pushwire. This can also be indicative of either high tortuosity or damage during return shipping to medtronic for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.